Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 310 mg/dl and a correction bolus was used to address the high bg level. Tandem technical support had the customer perform a system check. The time on the pump was found to be off by 3 hours as the customer traveled from florida to california and the time zone change had not been made. Cts assisted the customer with correcting the time.